Event description:
It was reported by the customer upon opening the box with 5 port access kits, they appeared to have already been breached and tampered with. With the attached syringe, they also appeared bent and with damaged push down plunge. The box they came in was not damaged and was sealed with no signs of loose tape. The item was caught before reaching the floor and did not affect patient care. This report addresses all 5 port access kits.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged kit packaging and kit components is confirmed; however, the exact cause is unknown. Four photographs of powerloc max port access kits were returned for evaluation. An initial visual observation of the photographs showed a least four open kits packages and two saline syringes with bent and damaged plungers. While the packages were observed to be opened and the syringes were observed to be damaged, there were no distinguishing features in the returned photographs of the kits which could aid in identification of a specific root cause. Therefore, the root cause of the damaged kits and components is currently unknown. This complaint will be recorded for future trending and monitoring purposes.